Event description:
It was reported that the pt needed pain coverage on the back. Reprogramming the device produced rib stimulation on the epidural lead. When subcutaneous leads programming were attempted, the pt experienced intense burning above the ipg where the leads were located. Imaging showed that the ipg was flipped and the subcutaneous leads had possible pulled back in the tissue. The pt will be scheduled for a revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.